Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane go/no go check ¿ passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4932 ml during drain 1 of 5 of treatment. This drain volume is 190% the patient's largest prescribed fill volume of 2600 ml. The patient contact reported the cycler filled the patient up more than it should have because the noticed there was less fluid in the heater bag than normal. The patient did not perform a manual exchange. The patient contact was advised to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. As a result of the iipv event, a new cycler was issued to the patient. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane go/no go check ¿ passed. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed, and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4932 ml during drain 1 of 5 of treatment. This drain volume is 190% the patient's largest prescribed fill volume of 2600 ml. The patient contact reported the cycler filled the patient up more than it should have because the noticed there was less fluid in the heater bag than normal. The patient did not perform a manual exchange. The patient contact was advised to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. As a result of the iipv event, a new cycler was issued to the patient. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4932 ml during drain 1 of 5 of treatment. This drain volume is 190% the patient's largest prescribed fill volume of 2600 ml. The patient contact reported the cycler filled the patient up more than it should have because the noticed there was less fluid in the heater bag than normal. The patient did not perform a manual exchange. The patient contact was advised to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. As a result of the iipv event, a new cycler was issued to the patient. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4932 ml during drain 1 of 5 of treatment. This drain volume is 190% the patient's largest prescribed fill volume of 2600 ml. The patient contact reported the cycler filled the patient up more than it should have because the noticed there was less fluid in the heater bag than normal. The patient did not perform a manual exchange. The patient contact was advised to discontinue use of the cycler. The patient did not know how to perform continuous ambulatory peritoneal dialysis (capd) therapy. As a result of the iipv event, a new cycler was issued to the patient. Additional information was requested but was not received to date.